Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: emits an electrical smoke smell when turned on and when a serfas wand is plugged in/being used the failure(s) identified in the investigation is consistent with the complaint record. The root cause is the power board due to possible misuse. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.